Event description:
Same case as mdrd#: 2134265-2013-07013. (B)(6) clinical study. It was reported that in-stent restenosis, shortness of breath and angina occurred. In (B)(6) 2012, the subject presented due to stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de-novo lesion located in the mid left anterior descending (lad) artery extending to distal left anterior descending (lad) artery with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 12 mm and 2.50 mm x 12 mm ion¿ stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with shortness of breath and chest pain on exertion. He had been experiencing the same for the past 3-4 months. Due to this progressive stable angina, cardiac catheterization was recommended. In (B)(6) 2013, 90% distal edge restenosis of the study stent placed in the mid lad and 80% extended stenosis to the distal lad was noted. Target vessel revascularization was performed. The physician treated the lesion with placement of 2.75 mm x12 mm and 2.5 mm x 12 mm promus element stents. Additionally the 80% stenosis in the distal left anterior descending (lad) was treated with balloon angioplasty and the placement of 2.5 mm x 12 mm promus element stent. Following post dilatation residual stenosis was 0%. The event was considered resolved without residual effects one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).